Event description:
It was reported that the patient received inappropriate therapy for t-wave over-sensing. The lead was repositioned in 2008, and the system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.